Event description:
While doctor was repairing a tear after delivery, the ethicon, llc coated vicryl needle broke and was stuck inside the patient. The broken needle was a 3-0 vicryl (lot rhmddx , exp 2026-06-30). Patient was brought to the labor & delivery or, x-ray technicians came and were still unable to retrieve. Then the patient was taken to the main or with the urologist on call to help retrieve but were unsuccessful.